Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to produce x-rays. A review of the system logfiles found that the lateral ippc was unable to connect with host pc occasionally. Upon troubleshooting actions, the fse identified there was a poor connection between the lateral ippc and the host pc. The fse reconnected the cable between the ippc and host pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.